Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device is being retained by the reporting facility. A lot history review (lhr) of reyb1766 showed no other similar product complaint(s) from this lot number.

Event description:
During insertion of midline catheter resistance was met during procedure. Attempts were made to safely advance and remove the catheter. The needle and guidewire and a portion of the catheter were removed. It was noted that a portion of the catheter was sheared off under the skin. This required surgical intervention to retrieve.